Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 09-oct-2017. The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure. The 50018 main board was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was delivery failure; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On (B)(6) 2017, a respiratory therapist from the united states called mallinckrodt customer care to report a delivery failure for inomax dsir (B)(4). On (B)(6) 2017, a service log review indicated that there is a delivery failure due to an ipl watchdog failure. This finding corresponds to the original complaint reported. This match was found during service log review. This is being reported as it is considered a reportable malfunction.